Manufacturer narrative:
The technician replaced the missing lower latch pivot bolt to repair the stretcher.

Event description:
Info received indicates the right siderail will not latch in the up position.